Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having loss of stimulation. It was noted that the contacts had high impedances. The patient will undergo a revision procedure wherein the lead and ipg will be explanted. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having loss of stimulation. It was noted that the contacts had high impedances. The patient will undergo a revision procedure wherein the lead and ipg will be explanted. No device malfunction was suspected.